Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e: this event was reported by a global product manager. Below are the details of the physician: (B)(6) block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11 (correction): block e1 (initial reporter first name and initial reporter last name) and block h10 (block d4, h4) have been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date was unknown. During the procedure, the bands were unable to deploy. There were no reported patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date was unknown. During the procedure, the bands were unable to deploy. There were no reported patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e: this event was reported by a global product manager. Below are the details of the physician and the healthcare facility: physician: dr. (B)(6). (B)(6) med ctr. (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.